Event description:
It was reported that the lead experienced intermittent loss of capture (loc) and increased threshold thus was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).